Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided .. A3b: gender: requested, not provided . A5: ethnicity: requested, not provided. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: non-healthcare professional. H4: device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported, for the first device reported that was used during the same case see MDR 1118880-2024-00125.

Event description:
The user facility reported that upon the case's completion, the tr band involved was applied to the patient's wrist and closure was done. About 20 minutes later, the patient developed a hematoma that started slightly distal to the elbow. The hematoma was managed, and the doctor managed it under control. The tr band was not at fault due to everything being done correctly and there was no accidental slipping of the band. It was thought that it was due to a small perforation in a side branch connected to the radial artery. The event occurred post-operative. The procedure performed was a left heart cath percutaneous coronary intervention (pci). Additional information was received on 29 jul 2024: the patient is stable. The hematoma went up to the middle of the biceps. A bp cuff was applied in the armpit and around the deltoid muscle. Hematoma resolved itself and no surgical intervention was necessary. The tr band did not deflate. 18ml at first inflation. 5ml of air removed till bleeding started. 2ml of air went back in, putting the band at 15ml of air as the patient left the room. 15,000 heparin was given during the duration of the procedure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause of the hematoma is a small perforation on a side branch connected to the radial artery as stated in the complaint description. The tr band may have been placed correctly but did not prevent bleeding from the perforation leading to the hematoma. It is unlikely the tr band failed and led to hematoma. Review of device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).